Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the atw35 instrument would not reopen after it was introduced into the trocar. Another instrument was used to complete the case. There was no consequence to the pt.